Event description:
It was reported that the main display on the 7700 system keeps locking up during exposure. It was also noted that the high contrast resolution fails and needs to be adjusted. There was no report patient injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on information provided, the following component has been ordered. Image processor system (ips). It is believed that when the identified component is replaced, the reported issue will be addressed. If any additional information is received that indicates otherwise, a follow-up report will be submitted as required.